Event description:
A customer contacted baxter's technical service center to report having a hole in the pt line during prime. The technical service rep (tsr) assisted the home pt (hp) to cycle power to the machine and restart therapy at "load the set". Product surveillance contacted the hp who stated he was not aware of what may have caused or contributed to the hole in the pt line. Per the hp, the sample was discarded and the lot number was not known. The hp started therapy over again with new supplies. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Per the customer, the sample was discarded and the lot number was not known.